Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. Analysis was unable to perform functional test or verify motor error and motor position encoder error alarm due to button anomaly. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with scratched lcd window. The insulin pump was received with missing end cap sticker. The motor was tested outside the device and passed.

Event description:
The customer's mother reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 158 mg/dl at the time of incident. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother performed self test and the insulin pump passed. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.